Event description:
A malfunction on the customer's pump was reported, but no notable events preceded this issue, and there was no adverse impact on the customer's blood glucose level. The malfunction code displayed was "malf 0," and a reset was needed, which was successfully done with the help of technical support. The customer was informed they could continue using the pump and advised to call back if the malfunction code reappears.